Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant procedure lead tip could not be fully inserted into the implantable neurostimulator (ins). The lead was inserted into the old (ins) and it worked fine. A new ins was used and it worked . The issue was resolved at the time of this report. The device would be returned to manufacturer. It was noted as out of box failure. The device was not used. No symptom reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the no anomaly. If information is provided in the future, a supplemental report will be issued.